Event description:
It was reported that during a coronary drug eluting stenting treatment procedure removal difficulty and stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a maverick balloon as well as a quantum balloon. The 3.00x32mm taxus liberte stent was then advanced to the lesion; however, the device was unable to cross the lesion. The physician attempted to remove the device and while doing so, experienced withdrawal difficulty. With some effort the physician was able to successfully remove the device and it was noted that the stent was damaged. The lesion was predilated again with a quantum balloon. The patient has been experiencing chest pain and a non bsc stent was successfully implanted and the patient's chest pain went away. No patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
(B)(4).